Event description:
In (B)(6) 2014, the surgeon performed a revision surgery on the left si joint where he placed three ifuse implants leaving the preexisting non si-bone implants in place. The patient had complaints of left leg pain and numbness following the procedure. A scan showed that the implant in the most superior position was impinging on the s1 nerve root. Nine days after the initial surgery, the surgeon performed a revision surgery where he removed the superior implant and replaced it with a shorter implant. The patient's symptoms resolved following the surgery.

Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant impinging on the nerve root due to improper implant size selection. Part numbers: ifuse implant p/n 7050-100, ifuse implant p/n 7035-100, ifuse implant p/n 7035-100.